Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during the initial drain. There were open clamps on the unused supply lines. The technical service representative reviewed the proper setup procedure with the home patient (hp). The hp would setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed that clamps on any lines must be closed when disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.